Event description:
It was reported that a flogard infusion pump had an f-49 alarm after the customer replaced the main battery. The date and time were adjusted and the device did not present any alarms. This event occurred before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation however a medical information representative (mir) instructed the customer how to clear the alarm. The mir had the customer adjust the date and time to solve the problem and the device powered up with no issues. The cause was related to the main battery. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.